Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as burn like rash under the chest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication and creams the skin irritation. Patient reported that the irritation is getting better.